Event description:
Type ii diabetic male reports period of unconsciousness after administering insulin dosage based on meter value of 157. Diabetic's spouse gave a glass of orange juice to awaken diabetic. Test strips were expired at time of event.